Manufacturer narrative:
Correction: conclusion code updated to reflect results of software investigation. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A software investigation analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the behavior described is the intended behavior of the software. Analysis found that the software functioned as designed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the system was performing as intended. The system passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: 9735737, software version: (B)(4). No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used for a cranial resection. It was reported that the site was having registration issues. The site failed a couple registrations before they were able to get a passing metric at 2.2, but were inaccurate posterior. A manufacturer representative looked at the zone of accuracy and said there was a yellow sphere encompassing the head. The representative blended down the model and noticed a lot of points stored beneath the surface of the model. Upon looking into the exams further, it was discovered that they had registered off the flair, but had a t1 available as well. The flair and t1 both had the same amount of slices, were taken on the same date, with the t1 being more recent by 30 minutes. The images were reimported and the flair defaulted as the reference exam and the registration exam. The modality of the flair was checked and it stated it was magnetic resonance imaging (mr) modality. The site switched to a different navigation system and were able to register without issue. That system defaulted to the t1 exam. The procedure was completed using navigation and there was no reported impact to patient outcome. There was a reported delay to the procedure of less than one hour due to this issue.